Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes nonfunctional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon eval, there was an open wire in the cable connecting the front therapy electrode (te) between ECG electrode a. The cause of the non-functional tes and test failure is the open wire. The root cause of the open wire excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A zoll distributor returned an electrode belt indicating that the therapy electrodes were non-functional.